Event description:
The lead was extracted due to increasing threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-

Event description:
The lead was extracted due to increasing threshold. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In the course of the analysis, the ligature marks were noted 27.5 cm distal to the is-1 connector pin. Around 14.5 cm distal to the is-1 connector pin the insulation was slightly squeezed. The insulation was still intact. During the inspection, no deviations were noted, which can be considered to be the root cause of the clinical observation. In particular the electrical analysis was properly feasible without any peculiarities. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Based on the available information physiological reasons such as calcification should be taken into consideration.